Event description:
The customer obtained a higher than expected vitros phyt quality control result (qc level ii= 28.99 versus expected 22.97 ug/ml) using the vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected and no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt result was obtained from a qc fluid run on vitros 5600 integrated system. The most likely cause of the event was the use of sub-optimal phyt calibration. Following a recalibration event, acceptable vitros phyt quality control results were predicted. There was no evidence to suggest that an instrument or reagent related issue contributed to the event. The assignable cause of the sub-optimal calibration could not be determined.